Event description:
Reverse osmosis machine stopped working, cutting off water supply to dialysis machines. The motor was replaced that day by company service rep. Dialysis was interrupted to 5 pts, who were rescheduled the next day. No harm or adverse effects reported for any pts.